Manufacturer narrative:
The patient data and logs were collected from the site for evaluation. The following summarizes our findings from the data collected: an imrt plan was created for the patient in 2008. A set-up plan was also created on the same day, for patient imaging. The patient plan was "plan approved" three days later, and the following day, drrs were generated from the set-up plan using the user origin x=0, y=0, and z=0. The drrs were printed and exported to mosaiq for treatment. The customer did not provide these drrs to varian for our investigation. The database migration was carried out two days later, after the patient's plans were finalized. The set-up plan was unapproved three days later, 2008, post database migration, to allow editing of the drr magnification. No further edits or isocenter shifts were made at this time. Logs show that the plan was re-visited two months later, after the patient had completed the course of treatment. On the same day, we see that the coordinates of the set-up fields were edited and moved to the actual plan isocenter location. Using the dicom coordinates of the isocenter shift, we note that the position is now x=-4, y=-3, z=-0.7, which exactly matches the position of the plan isocenter documented in the approved patient plan. The customer's allegation could not be confirmed. However, varian's conclusion of the investigation reveals that two different data sets were created for this patient's treatment plan. The incorrect data set was used, causing the user to treat the wrong location. No follow up reports are anticipated.

Event description:
The customer alleges that because of a database migration in 2008, a patient was mistreated due to an incorrect update of a ref image after an isocenter shift. The patient's spinal cord was exposed to unintended radiation. The radiation dose to the spinal cord was significant and the patient is receiving treatment to alleviate the affects.